Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain it was reported that in (B)(6) 2019, the patient started seeing a power on reset (por) code. No symptoms were reported. It was confirmed that the device had not been in over discharge, nor did the patient have any falls/trauma or been around surgical equipment. Troubleshooting was performed on the call, and they were able to successfully connect with the ins. The por code did not appear so they tried connecting to the recharger, but the screen was frozen and indicating that the recharger antenna needed to be placed against the device. The recharger was reset, but then they weren't getting coupling boxes, so the recharger antenna was repositioned, which resulted in full coupling boxes. The issues was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. The patient provided their weight as (B)(6) in (B)(6) 2019. No further complications were reported or anticipated.